Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital emergency room. The customer was hospitalized on (B)(6) 2018. The cause of death was cardiac arrest. The caller stated that the customer had heart trouble, kidney issues, and high blood glucose levels sometimes that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing, as it might have been taken off in the ambulance. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.